Event description:
Related to MFR report # 2183959-2012-02399. "On (B)(6) 2006, "a perigee system with intepro was implanted to treat her pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that, "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and that "plaintiff continues to suffer severe pain, recurrent urinary tract infections, and dyspareunia." Also alleged, plaintiff had "extensive medical treatment, including, but not limited to, operations to locate and remove the products, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.